Event description:
It was reported that the radiofrequency programmer head had intermittent to no telemetry with implantable heart devices. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the device had no telemetry and failed all uplink functional tests. It was also noted that the cable was twisted. (B)(4).